Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique prior to an an leadless pacemaker implantation procedure. Reportedly, a cuff miss occurred with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 24f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The device was used in the femoral vein with a sheath greater than 24f. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties; therefore, a notification letter is not required. The instructions for use (IFU) deviation would not have contributed to the reported issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.